Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable would not charge the pump. Reportedly, an alternate cable successfully charged the pump. There was no reported impact to customer's blood glucose.